Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, two surgical fibers were replaced, at 30,000 and 20,000 joules of use respectively, due to fiberlife mode activation and end-firing. The procedure was completed using a third surgical fiber. Patient outcome: "ok". There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.